Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that no pressure would build up. Further the unit was showing that fluid was going out when no fluid was going out. Further the unit wasn't insufflating enough pressure in the cavity to reach the pressure set point.